Manufacturer narrative:
The device was rec'd for eval; add'l info will be submitted once the quality investigation is completed.

Event description:
The core universal driver was sent for eval due to running on its own during testing at the user facility. There was no pt involvement; no adverse event was associated with the device.